Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reports alleged false positive flu b result, patient was recovering from covid and tested false positive for flu b, confirmed with pcr. No apparent adverse event.